Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button required multiple presses to elicit a response. The patient denied any evidence of moisture in the pump or any damage to the keypad. The patient reportedly wore the pump under a garment in a case and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Device evaluation follow-up #1 submitted on (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following findings: testing was unable to duplicate the reported keypad issue. There was no visible damage to keypad. All buttons respond properly. Removed keypad and found contamination under all contacts. Unrelated to this complaint, the vibration motor is unresponsive. Applied test voltage to motor and it responded properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.